Event description:
The IV pump was programmed to infuse normal saline and insulin at a specific rate. Instead the pump allowed the fluid to flow freely. This was observed and immediately stopped. The pump was taken out of service.